Event description:
On (B)(6) 2010, the surgeon performed a right si joint fusion using three ifuse implants. The pt woke up in the recovery room complaining of pain down her right leg whenever she sat up. A CT scan showed that the proximal implant violated the medial border of the first sacral neuroforamen by 1 to 2 mm. The next day ((B)(6) 2010), the surgeon performed a revision surgery to re-position the proximal implant by pulling it back about 5mm. Post operatively, the pt had marked improvement in her leg pain, leg numbness and neural tension signs. The pt continued to have ongoing pain in the buttock and pelvis. She eventually had a pudendal nerve decompression which she feels helped her a little bit. The pt is currently looking for a surgeon to perform a piriformis nerve decompression and/or release.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual and fmea, the most probable root cause is improper placement of the implant.

Manufacturer narrative:
It was discovered that the patient had an additional revision procedure the day after the first revision to adjust the cephalad implant in (B)(6) 2010. On the second revision, the surgeon removed the most cephalad implant and replaced it with a shorter one because it was still impinging on the foramen. The patient's leg pain resolved following the procedure.